Event description:
It was reported that during an unk procedure once fired, it seemed that the clips were correctly applied, but once the trigger was released the surgeon realized that the clips were malformed and crossed, having like an x-shape. The surgeon thus had to retrieve all the clips. There is no adverse pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.